Event description:
The customer reported that 2 patient samples reacted as false positive on the ortho provue analyzer while performing antibody screen tests. Erroneous results were not reported, as the results were questioned by the health professional. Alternate testing in manual gel method was negative. If the incident were to recur undetected with blood grouping tests, it may lead to erroneous results and the possible transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd laboratory specialist (ls) was at the customer site and reported that the waste line was not connected to the waste container, causing fluid to leak over the instrument. The customer cleaned and connected the waste line. The system was then flushed and monthly preventive maintenance was completed returning the unit back to normal operation. The customer indicated that repeat testing using manual gel test and the provue showed acceptable negative results with the affected samples. Gel card performed as expected. This customer has not logged any similar complaints gel cards since this incident. Based on the available information and the results of the investigation, mts cannot rule out user error as contributing factor.